Event description:
The company received information that suggested that the balloon cuff of the tube is leaking after two days while in patient use. The patient's husband re-intubated the patient with a new tube. The customer did not report any patient harm, change in therapy or adverse clinical effect to the patient. The customer reported that the sample will be returned for evaluation.